Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the chest longer than 48 hours, the site was red, sore, bruise, irritated with a subcutaneous bloody lump. The patient visited the doctor's office where was diagnosed with cellulitis (skin infection), was prescribed oral antibiotics (flucloxacillin 500 mg 56 tablets) to be taken 4 times a day as long is needed and the patient had the lump removed surgically a few days after. The patient's blood glucose (bg) levels were 15 mmol/l (270 mg/dl) at the time.